Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving multiple alerts including ¿unable to proceed,¿ ¿occlusion,¿ and ¿restart 38.¿ the agent guided the user through removing all supplies, performing a dry run, and completing a supply change with new supplies, after which delivery successfully resumed. Inspection showed the connector needle was bent. The user completed a full supply change except for the cartridge, as no replacement was available at work. The user planned to monitor and report any changes. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected with a supply change. No symptoms were reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.